Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging the meter does not turn on unless putting the strip in at an angle or the strip is wiggled. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.